Event description:
It was reported the damage on the device has been identified during loan kit inspection, by the loan kit technician. There is no surgeon, procedure, or patient details available. This report is for one 2.5mm awl with sleeve nominal angle for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. B3: unknown event date. E3: reporter is a j&j employee. H3, h4, h6 investigation summary. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the device found nothing indicative of a missing component. Furthermore, spring is observed with a foreign unknown substance. The observed condition can be traced to maintenance; proper cleaning and sterilization procedure diminishes the risk of failure. Refer to the device/country specific IFU for information cleaning, sterilization, reprocessing instructions, and inspection procedures. A dimensional inspection was unable to be performed due to the condition of the complaint. A functional test was performed assembling outer sleeve with inner sleeve and found outer sleeve retracts with some difficulty, caused by the condition of the spring. The overall complaint was unconfirmed as the observed condition of the awl ø2.5 w/sleeve would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Dimensional inspection: n/a. Device history part number: 03.647.990. Lot number: 381p923. Manufacturing site: hägendorf. Release to warehouse date: 13-oct-2021. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.